Event description:
As reported: "a profile combo (for hand) was used on the big toe of the foot and broke, resulting in removal surgery on (B)(6).."

Manufacturer narrative:
Please note the corrections to h6 results and h6 conclusion codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a off-label use issue. The event was caused by the user implanting a hand device for a foot procedure. In this relation, the operative technique and instructions for use clearly state the following: the stryker hand plating system is intended for use in internal fixation of the bones of the hand and wrist. The healthcare professionals should be fully aware of the intended use of the products and the applicable surgical techniques and should be qualified by appropriate training methods. The correct selection of the product is extremely important. The product should be used in the correct anatomic location, consistent with accepted standards for internal fixation. Failure to use the appropriate product for the application may result in a premature clinical failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "a profile combo (for hand) was used on the big toe of the foot and broke, resulting in removal surgery on june 12."